Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the guide system. On christmas day, the patient attempted to use the blood glucose monitor and the device displayed an electronic error message. The patient called the number on the back of the meter and he received a message that was not the normal message. He stated that no one returned his call and he kept waiting for someone to return his call. The patient stated that if he had known that accu-chek was closed, then he would have called a 24 hour nurse line or something else. At an unknown time, the patient became sick while waiting for someone to call him back. The patient had symptoms of feeling dizzy and a bad headache. The patient's wife called the ambulance and they transported him to the hospital. The blood glucose result was 3.6 mmol/l on the paramedic's meter. The paramedics treated him with an unknown tablet. The blood glucose results at the hospital were not provided. The patient was treated with sugar, protein pills, and an unknown IV at the hospital. He was in the hospital for 3 hours. The device serial number was not provided. Return of the suspect device was requested for evaluation.